Event description:
During the patient's procedure the certified surgical technologist grabbed my attention to let me know there was a puddle forming near the field. We then quickly realized that the fluid was coming through the suction irrigator where the power with the batteries is located. Upon touching the irrigator to turn the machine off this rn burned her hand. The suction irrigator was then disconnected and brought to pod 1 leaders¿ attention.